Manufacturer narrative:
This report is submitted on august 30, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Additional information: per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was treated with antibiotics (type and date not reported).correction: no explantation has occurred as previously reported.